Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by severed motor mount screws. The motor assembly and screws were replaced.